Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 2.4; lab: 3.7. Four hrs between test and lab draw. He did have a hematoma of the stomach sunday night. He is taking levaquin (antibiotic).

Manufacturer narrative:
Investigation pending.